Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of sets leaking was received from the customer. A photo was provided to aid in the investigation of this defect. In the photo a cut can be seen in the tubing that is causing leakage. The customer complaint was verified. A device history record review could not be performed on model 383312 because a lot number was not provided by the customer. Due to no sample being received, a root cause could not be determined. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that 6 bd saf-t-intima¿ IV catheter safety systems leaked from the extension tubing. The following information was provided by the initial reporter, translated from (B)(6) to english: "nurses on (B)(6) 2021 in ward indwelling needle puncture, puncture success after extension tube leakage, had to pull out again for patients with puncture, department nurses also feedback recently there have been many cases"